Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1 ml of juvéderm volbella® xc. Four and half months later, the patient felt the lower lip ¿harden¿ in the corner and then quickly to all the injection sites. The lips were described as ¿rocks.¿ the patient was treated a month later with hylenex. The patient reported recent ¿stress¿ due to wedding planning. The event is ongoing.